Manufacturer narrative:
Concomitant medical devices: 6947m55, lead, implanted: (B)(6) 2016, 419388, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead had a warning for high undefined impedance. The svc coil was turned off. Later it was noted that the right atrial (ra) lead and rv lead were oversensing on stored electrograms (egm), possibly non physiologic noise. The leads remain in use. No patient complications have been reported as a result of this event.